Event description:
It was reported that during a laparoscopic cholecystectomy, the device misfired. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the clips were not forming correctly jammed and would not fire. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Were there any feeding issues experienced with the device? Asku. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. What were the indications for surgery? Asku. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? No.